Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported while wearing the adc freestyle libre 3 sensor. On (B)(6) 2022, customer experienced pain and irritation on the third day after applying the sensor. On (B)(6) 2022, customer experienced a burning sensation and severe pain that spread throughout the arm. Upon removal of the sensor, customer noticed infection and swelling at the insertion site that was described to be "size of a tennis ball and an an area of 10x10 cms to be red flaming hot". On (B)(6) 2022, customer had contact with healthcare provider and received unspecified 10 day course of antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported while wearing the adc freestyle libre 3 sensor. On (B)(6) 2022, customer experienced pain and irritation on the third day after applying the sensor. On (B)(6) 2022, customer experienced a burning sensation and severe pain that spread throughout the arm. Upon removal of the sensor, customer noticed infection and swelling at the insertion site that was described to be "size of a tennis ball and an an area of 10x10 cms to be red flaming hot". On (B)(6) 2022, customer had contact with healthcare provider and received unspecified 10 day course of antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Shelf-life studies and product monitoring & dose audits were performed during product development and on-market performance continues to be monitored via product monitoring/dose audits as a part of on market performance monitoring process. The trip trend is not established. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Additional information was received. The sensor was applied by an adc employee for testing of sensors. It is unknown at this time where the sensor was purchased.this serves as a correction report. Section d-4 (model number) was incorrectly documented in the initial and follow up #1 report. Section d-4 has been updated.

Event description:
An adverse skin reaction was reported while wearing the adc freestyle libre 3 sensor. On 15-jan-2022, customer experienced pain and irritation on the third day after applying the sensor. On (B)(6) 2022, customer experienced a burning sensation and severe pain that spread throughout the arm. Upon removal of the sensor, customer noticed infection and swelling at the insertion site that was described to be "size of a tennis ball and an an area of 10x10 cms to be red flaming hot". On (B)(6), customer had contact with healthcare provider and received unspecified 10 day course of antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information was received. The sensor was applied by an adc employee for testing of sensors. It is unknown at this time where the sensor was purchased.

Event description:
An adverse skin reaction was reported while wearing the adc freestyle libre 3 sensor. On (B)(6) 2022, customer experienced pain and irritation on the third day after applying the sensor. On (B)(6) 2022, customer experienced a burning sensation and severe pain that spread throughout the arm. Upon removal of the sensor, customer noticed infection and swelling at the insertion site that was described to be "size of a tennis ball and an an area of 10x10 cms to be red flaming hot". On (B)(6) 2022, customer had contact with healthcare provider and received unspecified 10 day course of antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported while wearing the adc freestyle libre 3 sensor. On (B)(6) 2022, customer experienced pain and irritation on the third day after applying the sensor. On (B)(6) 2022, customer experienced a burning sensation and severe pain that spread throughout the arm. Upon removal of the sensor, customer noticed infection and swelling at the insertion site that was described to be "size of a tennis ball and an area of 10x10 cms to be red flaming hot". On (B)(6) 2022, customer had contact with healthcare provider and received unspecified 10 day course of antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. This report concerns a (B)(6) customer who indicated they were travelling. It is to be noted that libre 3 sensor is not distributed in (B)(6) and it is unknown where the sensor was purchased by the customer. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.